Event description:
Arterial line syringe does not clip into place. Looks like the white disc above the syringe is loose preventing the clips to secure into rest of device. Manufacturer response for arterial line syringe, (brand not provided) (per site reporter) e-mailed complaints for mfg on [redacted date], mailed on fedex trk# [redacted number].